Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 299 mg/dl. The customer thought that the insulin was not being delivered. The customer changed out the infusion set and delivered a bolus to address the bg level. As the event had occurred in the past, tandem technical support was unable to troubleshoot.